Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received replace battery alarm. Customer¿s blood glucose level was unknown. Customer did pump reset but it did not help. Customer reported that the self test passed and the battery cap had no damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and active current test. Device failed the sleep current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed.